Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer advised their blood glucose has been as high as 400 mg/dl. Customer's insulin pump was able to perform and pass the displacement test. Troubleshooting for high blood glucose was performed. Customer advised they use their reservoirs multiple times in a row. Customer was advised this may be the cause for high blood glucose levels and to change out the reservoir every 2 to 3 days.